Manufacturer narrative:
Investigation summary no samples or photos received by our quality team for evaluation. To aid in the investigation, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: the needle is blocked / liquid will not come out. It is hit and miss when they attach the needle to the syringe on if the needle will be blocked or not. Product description: safetyglide needle, your item number: (B)(4), lot or serial number: (B)(4) ((B)(6) 2026). Will affected product be available for evaluation: no. Date of incident: (B)(6) 2023. Type of procedure being performed at time of incident: not applicable. List any initial or follow-up treatment provided to patient: not applicable.